Event description:
It was reported that the ilet screen was damaged after the user performed a handstand and fell on their side, resulting in no screen visibility and difficulty reading the display; the affected component was the touchscreen, and the user remained on backup therapy with stable glucose. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed display readability issues attributable to the touchscreen, with ambient light conditions noted during assessment. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.